Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1225269: it was reported that error code 1720 occurred (during testing). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Error code 1720 was found in the event log. Customer problem was duplicated "error code 1720" on the pump display during the investigation. Found back-up-capacitor had a broken wire cause message "error code 1720" on the pump display. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace back-up-capacitor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.